Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent a trial lead placement procedure. The pt awoke with a headache and was nauseous. It was reported the pt was allergic to the anesthetic. The pt was treated with fluids. Follow up revealed the pt's headache is resolved and pt has recovered from the allergic reaction.